Event description:
The reporter stated that the system rebooted itself and also that the clock time on the device was not correct. No adverse events were reported.

Manufacturer narrative:
The device has not been received, and it is not expected that the device will be returned for evaluation. Investigation will be performed by analysis of device log files that were obtained by remote connection to the customer's system via telephone modem. A supplemental report will be submitted when the investigation is completed.